Event description:
It was reported that the infusion device had been making abnormal noises when delivering a quick-bolus. The patient experienced a hypoglycemic event around 20 mg/dl. She was unresponsive and her husband gave her sugar. An emergency doctor was called and the doctor injected the patient with glucose. The patient was taken to the hospital and released. The patient's diabetes counselor thinks her basal rates were set too high on her infusion device. The infusion device was requested to be returned for product evaluation.

Manufacturer narrative:
The event occurred in (B)(6). While this product is not sold in the united states, it is like or similar to a product marketed in the united states.